Event description:
It was reported that an eva bag was leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in june, 2013. The device was returned for evaluation. Visual inspection identified a leak at the port tube seal. Leak testing determined the device was leaking from the port tube seal. This confirmed the reported event. The cause was determined to be an issue during the manufacturing process. To address this issue machine maintenance is planned and revalidation of the leak tester. Should additional relevant information become available, a supplemental report will be submitted.